Event description:
It was reported that the lead dislodged one day post implant. The physician reported that a similar dislodgement occurred during implant, and he believed it was due to fibrosis not the lead. The lead was explanted and replaced with a passive fixation lead.

Manufacturer narrative:
Na